Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 108 mg/dl and 284 mg/dl within 5 minutes on an accu-chek system. No adverse event reported. The customer declined to provide additional information and disconnected the call.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.